Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of over infusion of continuous subcutaneous infusion (csci) was not confirmed or replicated during the investigation. The returned device was fully evaluated, and no anomalies were observed during physical inspection and laboratory testing. Laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. All rate accuracy testing was performed in compliance with aami tir101:2021 fluid delivery performance testing for infusion pumps. Occluder spring functional tests observed no issues, and all tests passed, indicating the occluders and springs were functioning as intended. The facility provided an event date of 28 april 2025, and time was reported to be at 0600 (6:00 am). However, the device logs did not show any activity beyond 1 april 2025. The last recorded power-on of the associated pcu (s/n 15430911) occurred on 10 march 2025. The suspect pump module (s/n 15515861) was assigned to channel a. A ¿new patient¿ was not selected, and the profile displayed on the pcu was ¿(1) adult general.¿ on 30 march 2025, between 4:00 pm and 4:01 pm, the suspect pump module (s/n 15515861) was selected. A guardrails IV fluids primary infusion was programmed with the following parameters: drugid = 290 pallcare 24hr subcut, rate = 5 ml/h, vtbi = 120 ml for an estimated duration of 24 hours. A clinical advisory indicating "subcutaneous infusion only" was displayed. The advisory was confirmed, and the infusion was started. On 31 march 2025, between 3:30 pm and 3:31 pm, the suspect pump module (s/n 15515861) was selected, and the volume to be infused (vtbi) was modified to 120 ml. The infusion was started. From 11:46 pm to 11:53 pm. An ¿occluded patient side¿ alarm was displayed. The ¿silence¿, ¿option¿, and ¿exit¿ buttons were pressed. Then clinician ID 4128985 was entered. The pump module was selected, and the infusion was restarted. On 1 april 2025, at 6:06 am, the suspect pump module (s/n 15515861) displayed an ¿air in line¿ alarm. Pvi = 2823.67 ml. At 6:13 am, the user paused the infusion. A ¿channel off¿ keypress was registered and the system was powered off. The total volume infused recorded between 31 march 2025 and 1 april 2025 infusion was calculated to be 72.43ml, it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the input information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, bd alaris¿ system with guardrails¿ suite mx user manual (v12.1), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the customer. Notes to repair center: suspect pump module s/n 15515861 (w/o: 01947792) device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported over infusion was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Note that this report lists imdrf annex d15, a1801, g04037, c0601 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported and infusion of "csci" completed 8-9 hours earlier than expected. At start of shift, infusion was running at programmed rate of 5ml/hr, with 76ml remaining at midnight. However, the pump started beeping around 0600. Clinician checked the line and noted that the infusion bag was empty with the pump stating 47.5 mls remaining to infuse. No leakage was noted around the pump or bag. No discrepancy between what was charted and what was administered. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported and infusion of "csci" completed 8-9 hours earlier than expected. At start of shift, infusion was running at programmed rate of 5ml/hr, with 76ml remaining at midnight. However, the pump started beeping around 0600. Clinician checked the line and noted that the infusion bag was empty with the pump stating 47.5 mls remaining to infuse. No leakage was noted around the pump or bag. No discrepancy between what was charted and what was administered. There was patient involvement but no harm.